Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not turning on. Blood glucose was unknown. Troubleshooting was performed and after battery changed nothing was found on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device received with a battery cap that had no terminals. This may be a reason why the customer was getting a blank display.